Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0qqrr, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # va0qqrr, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received noted that the patient had admitted that she fell on her dog, which pulled lead out. The patient's system was replaced on (B)(6) 2015 and it was doing great.

Event description:
It was reported that the patient had no stimulation sensation. Over the weekend, the patient stopped feeling stim. The patient was not having the success that she had during trial. It was later reported that the patient was experiencing a loss of therapeutic effect. Over the weekend, the patient noticed that she wasn't feeling any stimulation or getting results. The patient "almost tripped but caught herself on saturday." Impedances were normal range of 1000-1100 with the lowest being 584 ohms. The day prior, the manufacturer's representative worked with the patient over the phone going through all 4 programs taking them up to 8.5v. The patient felt no stimulation. The representative met with the patient today, tried reprogramming using 4 new programs, running up to 8.5 v and still no stimulation sensation felt. Representative ran impedances at 1.0v, 240pw, 16 hz. Prior to this weekend, the patient had great stim sensation and great response from therapy. Everything post operatively was great. X-rays were completed. The lead had pulled th rough the sacrum. The patient divulged that she had tripped on her dog and slipped in the kitchen. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. The event cause was determined. The patient tripped on her dog and the lead displaced. Regarding was it device related, it was noted: no. X-ray showed displacement of s3 electrode. Reprogramming was circled. The patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The healthcare planned to schedule a replacement of the displaced lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.